Event description:
In a letter to the manufacturer, the customer stated that on page 12 of the brochure, it states that the 3rd advantage of the greenlight procedure is 'virtually bloodless procedure' which is incorrect and misleading. - the customer additionally reported that "his procedure went well, but three weeks post op, he continues to have red blood in his urine".